Manufacturer narrative:
It was reported that 68 year old caucasian female, with known bmi of 35.8 is participating in a clinical study and underwent primary left tka and subsequently developed dvt in left lower extremity approximately 7 days post procedure. Procedural related complications are influenced by the 'type of surgery, patients pre-existing comorbid state, and perioperative management.' Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. Patient was placed on aspirin at discharge as preventive measure for dvt. Patient is also noted to have increase risk for developing a dvt as patient has elevated bmi. Clinical study reports medical intervention was provided to treat the dvt and remains implanted to date.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs. 42532006701 tibia cemented 5 degree stemmed left size d lot# 64692975. MDR- 3007963827-2020-00301. 42512100511 articular surface medial congruent left 11 mm lot# 64781367. MDR- 3007963827-2020-00302. 42540000035 all poly patella cemented 35 mm diameter lot# 64775300. MDR- 0002648920-2020-00494.

Event description:
It was reported that a patient had an initial left unilateral tka. Subsequently, the patient experienced a left posterior tibial calf dvt and left soleal (vein) and muscular calf dvt. Medical intervention was provided. Outcome is pending.